Event description:
It was reported that during drg implant procedure on (B)(6) 2022, a part of the sheath was broken off. It is unknown if the fragment remains in the patient. The sheath could not be visualized in the patient via x-ray. The investigation did not determine which lead fragmented.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: 50cm slimtip implant lead kit, abt, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8444906.